Manufacturer narrative:
(B)(4). The returned complaint device was inspected and found no observations related to the complaint. A review of the receiver data log found no issues related to customer's complaint. The complaint of no vibration could not be confirmed.

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014 to claim no vibration patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's father to test the alert functionality and reported alerts were functional.